Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform a failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps was found burnt. The procedure was completed with no reported injury.